Event description:
Reporter stated that a pt's blood glucose was tested on the inform system with a result of "hi" (>33.3 mmol/l). Patient's blood glucose was immediately retested, on a laboratory instrument, with a result of 11.3 mmol/l. Reporter indicated that pt was not treated based on the value obtained on the inform system. No adverse event was reported. Technical support requested the return of the suspect product and replacement product was shipped.